Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal regarding their CPAP device. The patient alleges to have sore throat, wheezing, shortness of breath, cancer, roof of mouth raw. The user reported the device will not turn on/not functioning. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A user contacted the manufacturer regarding the sound abatement foam correction/removal regarding their CPAP device. The patient alleged to have sore throat, wheezing, shortness of breath, cancer, roof of mouth raw. The user reported the device will not turn on/not functioning. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. An unknown contaminate was observed inside the top enclosure, inside the ui panel. Cannot confirm the water leaking out every night due to the humidifier not being returned. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box.. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, sections d9, g3, h3, and h6 have been updated or corrected.